Event description:
The complainant reported that the impella 5.5 pump with an associated automated impella controller lost placement/optical signal after two days of support. The pump remained on for support despite the loss. The patient eventually expired, but the patient's demise is captured in the records for the impella 5.5.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Console logs were consistent with what was reported in the complaint. Instances of placement signal not reliable alarm observed in the imc logs. Console was tested after arriving in field service. The reported placement signal not reliable issue was unable to be reproduced. The root cause of this issue was likely a defective optical bench, defective fiber optic cable connecting the optical bench to the pump receptacle, and/or a defective ribbon cable connecting the 4-in-1 to the optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.